Manufacturer narrative:
Follow-up #1 date of submission 04/03/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators were unable to duplicate unresponsive bolus button. The bolus button responded to every input. Investigators performed a normal bolus and an audio bolus with no issues found. There was no damage visible on bolus button but the keypad symbols were found to be worn. Unrelated to the complaint, evaluation revealed a scratched display screen. Device history record review was conducted on 03/11/2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the audio bolus button required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.